Manufacturer narrative:
(B)(4). Batch # r59j1f. The analysis results found that the ecs29a device a was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the ecs29a device b was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the ecs29a device c was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the ecs29a device d was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the ecs29a device e was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? All the way down. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure, was not in case. Has been instructed to do so. Were there any issues with device performance intraoperatively? No. How was the bleeding addressed? Cauterized in endoscopy. Were any blood products given? If so, how much? No. Were there any issues noted with staple formation at any point throughout the care of the patient? None. What is the current patient status? Doing fine.

Event description:
It was reported that during a laparoscopic sigmoid resection, surgeon used the ecs29a to perform surgery and they scoped the patient after to inspect anastamosis. In pacu patient had bloody stools and they had to send the patient to endo to stop the bleeder. There were no patient consequences reported.